Event description:
The customer reported that her blood glucose was 370 mg/dl, for which she treated with a bolus delivery. The customer was advised to remove the old infusion set from her body and to remove the old reservoir from the insulin pump. The customer stated the blue part was not on straight, but the needle inside was straight. It was explained to the customer that bubbles the size of champagne or soda bubbles were okay to have, as long as they did not form bigger bubbles. The customer stated there was a bit of blood at the insertion site when removing the infusion set from the body. The customer also stated she had broken blood vessels. The customer was told to call back to troubleshoot for high blood glucose and blood at the site when she would have the time to do so. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).